Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and bladder cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed."

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and bladder cancer. There was no report of medical intervention. The device "dreamstation auto CPAP" was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, dust/dirt was found in contamination findings. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/corrected.